Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. G2: the country of the event is fr medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient called back and saw the technician in mid-february, who reset the settings, but her ins was still shutting down on its own, and she had trouble turning it back on. She called the technician last week, and they asked her to replace the hardware. A new remote control and charger were sent to the patient. Patient has been notified that they should call back if replacement of their product does not resolve the issue. No symptoms were reported.